Manufacturer narrative:
Due to a recent FDA inspection this MDR is being reported late as a result of a re-evaluation.

Event description:
During preparation for surgery dr. (B)(6) went to mark the cornea but at the same time, the marker bled all over the pt's eye. He irrigated the eye thoroughly and then proceeded with the surgery. The pt came out of surgery very well, but they now have a blue conjunctiva.